Event description:
It is reported that during impacting construct into pt, as humeral head's angel moved slightly under the force of impaction. Construct was removed and replaced with a cemented stem. Surgery delayed 1 hr.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is completed. A check of the manufacturing papers of the durom femoral component did not show any deviation to its specifications.